Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) is alarming for a leak. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
Upon further review it was determined that there was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel mfg report number 2249723-2025-0002646 in your database.

Manufacturer narrative:
Updated fields: b4, e1, g3, g6, h2, h6 (type of investigation, investigation finding, conclusion), h11. A getinge field service engineer (fse) stated customer reported pump displays ¿leak in iabp circuit¿. Could not duplicate issue. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use. This error generally refers to a leak in the balloon catheter or circuit.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Upon further review it was determined that the reported event involved there was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel this record # 2249723-2025-0002646 in your database.